Event description:
It was reported to boston scientific corporation, that a corflo cubby bolus feeding set was placed in an enteral feeding procedure. According to the complainant, the port of the bolus feeding tube came off when they tried to connect it. Another corflo cubby bolus feeding set was used to complete the procedure. There were no reported patient complications as a result from this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.